Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that electrode was missing. The blood glucose level was 160 mg/dl. It was stated that sensor was removed and an electrode was missing and second sensor was inserted and also was missing the electrode. The troubleshooting was not performed. The sensor not being returned for analysis.